Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for an unknown indication. It was reported there was a pump pocket issue and the pump was ¿floating in the pocket.¿ the pump was revised 16-17 days ago (date not reported), and the pump was loose probably a few weeks before that. The event date was (B)(6) 2019 (year valid). The pump was dislodged from the muscle. Patient symptoms were no reported. No further complications were reported/anticipated or expected.